Manufacturer narrative:
Examination of the returned device confirms the reported event that the celcon portion of the device is broken/chipped and beginning to separate from the metal portion of the device. Further examination of the returned device suggests heavy usage on the replaceable celcon component, as there are multiple gouges and scratches. The black celcon portion is intended to be taken apart and replaced after heavy usage and the metal portion to be reused. The root cause is being attributed to normal product wear. Based on product wear as the root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The femoral impactor came apart when impacting the femur.